Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of inability to move the legs was an epidural hematoma. The rep reported that the hematoma was evacuated and the patient had a complete return of function. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient had normal neuro function immediately post op. About two hours post op it was noted that the patient could no longer move his legs. The patient was taken back to the or to have the system removed. Patient status is unknown and it was unknown if the issue was resolved at the time of the report. No device issues reported.